Manufacturer narrative:
(B)(4). The care fusion field service engineer replaced the gde. Calibrated transducers, and performed ovp. Ran the vent in adult and neonatal modes. Occluded circuit, alarms; occlusion, low vte, ext high peak, safety valve. Upon removal of occlusion the vent began to cycle normally. The unit now meets all factory specification. The carefusion factory service department representative evaluated the returned module and replicated the existing problem. He reported that the circuit occlusion alarm was caused by a faulty tca pcba.

Manufacturer narrative:
Failure analysis (fa) lab received a tca assembly. Fa inspected the tca externally, found broken tab on connector j11. Fa installed the tca assembly in to a known good gas delivery engine (gde). Then installed gde on to avea test station and powered in to user mode. The gde is cycling properly and there are no alarms being displayed in the user interface module (uim) alarm banner. Cycled the power in to service mode to inspect insp pres, exp pres, and insp flow pressure transducer calibration screens. The transducers are working properly. Checked the error log, did not find any of the reported error recorded in the error log history. Allowed the gde to cycle for a total of eighteen hours. The gde is still cycling properly. Fa performed flow control valve leakage test (dvt program), passed test. Fa next conducted monitored tidal volumes test, failed test. Failed test at c20 adult 1400/150. Also ¿check lung¿ alarm is being displayed on the avea dvt data screen when running c10 neo 100/ 5. Next performed 6.3 calibration, 6.4 flow control valve characterization, 6.5 exhalation valve characterization and test, passed tests. Re-ran monitored tidal volumes and passed this time. Fa was unable to duplicate the reported problem.

Event description:
The customer reported that while in patient use the ventilator alarmed for ext. High peak pressure, safety valve open, circuit occlusion, apnea interval, low peep, low ve, low fio2. No patient harm reported.